Event description:
The male pt received a 2.75 x 18 mm cypher select stent in the distal circumflex. The main indication for the procedure was acute myocardial infarction (mi). Eight days later, the pt had cardiogenic shock and subsequently died.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.